Event description:
The error 5000 box showed on the display during a case. The rep stated that it was the balloon issue. The balloon was removed and a new balloon was used. The new balloon was fine to complete the procedure. No injury to the patient.